Event description:
It was reported that the user replaced a dexcom g7 continuous glucose monitor (cgm) with a freestyle libre 3+ sensor and paired it to the libre app, after which the ilet bionic pancreas indicated ¿dosing stopped¿ due to sensor inability to connect to ilet after being started with the libre app; the user educated about use of ilet mobile app and a subsequent pairing of a dexcom g7 sensor with a manual glucose entry resumed automated insulin delivery. The user experienced a blood glucose peak of 260 mg/dl without reported clinical symptoms. Outcomes included no hospitalization and dosing resumption after manual entry while awaiting sensor warmup. User support included troubleshooting and education regarding compatible cgm integration and device pairing. Investigation of this case revealed the cgm sensor was in use by another device, resulting in loss of glucose data to the ilet and a dosing hold, which resolved after correct pairing and manual bg entry; the device and component functioned as designed once paired appropriately. It was concluded, based on established findings for similar reports, that user setup and pairing to a non-integrated cgm application were the most probable causes.